Event description:
Patient was being treated for a displaced proximal humeral fracture of the right shoulder. The insertion guide for 3.5mm locking compression plate (lcp) periarticular proximal humerus plate was inadvertently left in the patient. This was noted in the recovery room and the patient was immediately taken back to the or and the insertion guide was removed. The surgery was completed successfully. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.